Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 474 mg/dl. The customer reported that she was tired, nauseous, and thirsty. Customer stated that she was in the emergency room for seven hours, and was treated with manual injections and fluids. The customer also stated that her insulin pump's settings were recently changed, which may have contributed to the high blood glucose level. The insulin pump did not show any malfunction during troubleshooting. The device was not replaced or returned for analysis.